Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and cystocele. Following implantation the patient experienced pain, infection, urinary problems and dyspareunia. The patient experienced cystocele and uterine prolapse and underwent anterior colporrhaphy and cystoscopy, (no mesh was explanted) on (B)(6) 2006 then on (B)(6) 2007 underwent lysis of adhesions due to chronic pelvic pain, dyspareunia, abnormal uterine bleeding. The patient experienced chronic pelvic pain, abnormal uterine bleeding, dyspareunia and on (B)(6) 2010 underwent lysis of adhesions. Due to cervical dysplasia, pelvic pain the patient underwent lysis of adhesions (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent diagnostic laparoscopy, laparoscopic lysis of adhesions, laparoscopic cholecystectomy on (B)(6) 2010. It was reported that the patient underwent an egd with biopsies on (B)(6) 2011.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence and inflammation.